Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. There was severe calcification at the time of implant. It was reported that 25 months post implant there is thrombus present in the right limb. It was reported 31 months post implant the patient presented to the emergency room with severe abdominal and back pain. CT scan demonstrated that the stent graft had migrated with a type I endoleak resulting in rupturing of the aneurysm. The patient was emergently sent to surgery for removal of the stent graft. The patient was brought back in the next day for above-knee amputation of the right leg. No additional sequelae were reported and at the time of this report the patient was in stable condition. The stent graft has been returned to medtronic and the analysis has been completed. From the information provided the reason for migration, type I endoleak and rupture could not be determined.